Manufacturer narrative:
Refering to our medical evaluation we found out that there was a patient reaction showing bronchospasm and dyspnea resulting in medical intervention with cortison 500 mg prednisolone. After the medical intervention the treatment was finished as prescribed without further incident. The root cause of the event cannot be determined and the case is considered closed.

Event description:
During treatment patient reaction showing bronchospasm and dyspnea resulting in medical intervention with cortison 500 mg prednisolone. There was no blood loss.